Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two samples were provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringes. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2410129 and were found to be within specification. The samples underwent these same tests and found one syringe to be above specified limits. A device history review was performed for reported lot 2410129, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products from this manufacturing line undergo routine sampling and are subjected to both visual and functional inspections at various stages of production. No issues related to the reported observation were identified during these inspections. It is possible that a stop in the manufacturing line caused the syringe to remain under the dispenser, dripping extra silicone into the syringe. Given the device records do not indicate any issues, this cannot be confirmed and a definitive root cause cannot be established at this time, although we can confirm it occurred during the manufacturing process. A project has been initiated to further review our silicone process. We appreciate you taking the time to bring this observation to our attention and regret any inconveniences it has caused. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Description: we have issue with our 50ml syringes. They have residuals on the rubber in the top of the plunger.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.